Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0017113. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9277969. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0199159. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for investigation. Therefore, 12 retention samples from each lot reported were evaluated by functional testing for leakage and clogged cannula and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clogged cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter there was a clogged/blocked cannula. The following information was provided by the initial reporter. The customer stated: there was "channel obstruction."